Event description:
It was reported that the noise was observed on the ventricular channel and caused the device to deliver inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut apart at 27.4cm from the connector pins. The distal portion was not returned. Analysis found outer insulation abrasion at 18.5cm from the pin over the ring cable lumen and outer insulation abrasions at 26.6cm to 27.4cm from the pins over the svc cable lumen. The insulations of the ring cable and svc cable revealed no abrasions. The electrical characteristics of the returned lead portions were found to be normal.